Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 500 mg/dl. The cause of the elevated bg was due to a malfunction alarm that occurred, and it was found that the customer was using off label insulin (lyumjev) within the pump supplies. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy using mdi.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid (novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the hyperglycemia allegation could not be verified.